Event description:
It was reported that during a da vinci prostatectomy procedure, half of the monopolar curved scissors instrument tip broke off and fell inside of the patient while the surgeon was attempting to cut tissue. The instrument had been in use for approx 30 minutes when the issue occurred. The broken tip was retrieved and the planned surgical procedure was completed without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with one of the blades broken off at the cross-section of the grip cable crimp. The broken blade was also returned. Engineering evaluation observed that the break plane was nearly flat and the fractured blade had pitting on the non-cutting edge, indicating possible corrosion. Per the case notes, the broken instrument component was successfully retrieved from the patient. Engineering also observed two sections on the distal end of the instrument main tube with material removed. The distal end of the tube extension also had a crack at one of the keys with a small piece missing next to the crack. No other damage was found.